Manufacturer narrative:
Apoc incident # (B)(4). Additional lot: lot#: r25170 mgf date: 05182025 expiration: 12/16/2025. Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2025, abbott point of care was contacted by a customer regarding I-stat act kaolin cartridges that yielded a discrepant results on a 71-year-old male patient with ccs angina class iii, mild exertion. There was no additional patient information available. Return product is available for investigation. Method : date: tested result: lot# : heparin dose time: na (B)(6) 2025 , 8,000 units 09:33 on . I-stat, (B)(6) 2025 , 09:49, 608 , r25083, I-stat ,(B)(6) 2025, 10:04, 308, r25170, I-stat ,(B)(6) 2025, 10:10, 913, r25170, I-stat ,(B)(6) 2025, 10:19, 360 , r25170, I-stat ,(B)(6) 2025 , 10:20, 441 , r25170, informtion not provided: collection time. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggests the product was not performing within the variability of the assay. An investigation is underway. Per I-stat system manual (art: 714185-00q), the I-stat kaolin activated clotting time (kaolin act) test is an in vitro diagnostic test that uses fresh, whole blood. And is used to monitor high-dose heparin anticoagulation frequently associated with cardiovascular surgery.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 14-oct-2025. A review of the device history records (dhrs) confirmed the cartridge lots passed release specifications. Retained cartridge testing met the acceptance criteria in appendix 1 of q04.01.003 rev. Ao (product complaint level 2 and level 3 investigation procedure). Returned cartridge testing of act kaolin cartridge lot r25083 could not be arranged before lot expiration (20-sep-2025). Returned cartridge testing of act kaolin cartridge lot r25170 met the acceptance criteria in appendix 1 of q04.01.003 rev. Ao (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified.